Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The health care professional reported via phone call that the customer was hospitalized due to hyperglycemia on (B)(6) 2018 with blood glucose value was over 300mg/dl. The customer was treated with manual injection. The device will not be returned for analysis.